Manufacturer narrative:
The device had intermittent button response due to moisture damage on keypad traces at up arrow button. There were no unexpected numbers ramping and or scrolling noted. The device had minor scratched display window and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of button error on her daughter's insulin pump. The mother states that the numbers continue to scroll on their own, when trying to conduct a bolus. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.